Event description:
A cartridge change error was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received guidance from technical support to inspect and clean specific parts of the pump, remove debris, and ensure the cartridge was properly secured. The customer successfully completed the load process and resumed insulin delivery.